Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that a pt was presented with a squeaking noise coming from a primary hip. The head was revised to an lfit metal head (36 mm) on to the existing trunion. The liner (non stryker product) was revised to a lima polyethlene.